Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the ER after receiving multiple inappropriate shocks. The patient reported feeling dizzy prior to the shocks. Device interrogation revealed multiple inappropriate shocks for atrial fibrillation with right ventricular response; the rhythm was detected in the ventricular fibrillation zone. Medication adjustments and programming changes were suggested. No programming changes were made. The patient is followed by an ER physician. The patient was stable.